Event description:
It was reported that while preparing to start a da vinci s epicardial ablation procedure, upon powering up the system, the site experienced system error code 3. With the assistance of an isi technical support engineer the site power cycled the system, however upon restart the patient side cart battery leds were red. The patient was under anesthesia when the surgeon made the decision to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the customer reported complaint was related to the patient side power distribution (ppd) pcs board. The patient side power distribution board is a printed circuit (pca) board located on the patient side cart that divides the electrical power feed into subsidiary circuits while providing a protective circuit breaker for each circuit. The system was repaired by replacing the ppd. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.